Event description:
Information was received from multiple sources (healthcare provider, foreign, clinical study) regarding a patient who was receiving clonidine (1000 mcg at 125.01356 mcg/day) and unknown baclofen (800 mcg at 100.01085 mcg/day) via an implantable pump for unknown indications for use. It was reported that the patient had a pump replacement on (B)(6) 2024. The patient contacted the team on (B)(6) 2024 to say she felt unwell and was admitted that day. Laboratory testing revealed the patient's white blood cell (wbc) count was 19.4 on (B)(6) 2024. She was taken to the theatre to have the device removed on (B)(6) 2024 and given 2 weeks of i.v. Antibiotics and 4 weeks of oral antibiotics. Oral pain medication was commenced and they were monitored as an inpatient. Laboratory testing on (B)(6) 2024 revealed a wbc count of 4.5 and a c-reactive protein (crp) of 5. The patient was discharged on (B)(6) 2024 and was awaiting to be re-implanted.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.